Event description:
It was reported that health pacemaker clinic called about this patient. The nurse noticed the patient has had some vt episodes that resulted from rv oversensing. The impedance looked good on the non-boston scientific rv lead but there was some oversensing. The patient is not dependent so there was no asystole or patient complications. It was believed that the oversensing is the result of the non-bsc leads age as they are nearly 24 years old. The clinic is planning to bring the patient in to do some isometrics and try and recreate the lead noise. If possible they will decrease the sensitivity and continue to monitor the patient. Currently, the product remains in service and no adverse patient effects were reported.